Event description:
It was reported that during a retrograde iliac angioplasty/stenting and antegrade stenting procedure, stent damage occurred. The access site was the right common femoral artery. First, an express ld stent was deployed in the common iliac artery without any issue. Then, a sentinol stent delivery system was advanced to the 70% stenosed lesion in the severely calcified, moderately tortuous external iliac artery. There was no difficulty with advancing the delivery system to the lesion, and no difficulty with deploying the sentinol stent. However, on attempt to remove the stent delivery system, the stent "accordioned". A cutdown was performed and both stents were removed with an endarectomy being performed. Patient status following the procedure was reported as "doing very well". In the opinion of the physician, the stent did not disengage from the delivery system causing the damage to the stent.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.